Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed. Upon explant, there were no anomalies noted on the device; therefore, the physician suspected the previous cuff was too large. During the procedure the existing 5.0 cm cuff was removed, and a new 4.0 cm component was implanted. There were no further patient complications.